Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant that the right ventricular (rv) lead had dislodged due to rotation of the heart from patient¿s coronary artery bypass graft procedure. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.